Event description:
Toxic shock syndrome [toxic shock syndrome]. Case description: a female consumer reported that when she was (B)(6) of age she used a tampax tampon, version/absorbency/scent unknown and was rushed to the hospital with what she thought was the flu. She explained that she was wrong, and that she had blood work done and it came back that she had toxic shock syndrome; she asserted that she almost died from this. She reported that she had a heavy flow and did not use the highest absorbency. She used both tampons and pads and she did not sleep with her tampon. The case outcome was unknown. No further information was provided.